Event description:
Reported as unable to remove and add fluid to the lap-band system.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 12/10/2007. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate leakage from the bottom of access port. The leakage does not appear to be related to the reported event and may have occurred during port removal and replacement or may have occurred during its return to allergan corporation. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Another breakage was noted in the band tubing, buckle and band shell which all appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of a damaged device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery."